Event description:
A peritoneal dialysis (pd) patient experienced recurrent bacterial peritonitis. The cause of peritonitis was unknown. The patient was treated with ceftazidime (1 gram, intraperitoneal, in manual exchange for shock treatment followed by 1 gram, intraperitoneal, in cycler exchange for maintenance treatment) and vancomycin (2 gram, intraperitoneal, in manual exchange for shock treatment followed by 2 gram, intraperitoneal, in cycler exchange for maintenance treatment) for peritonitis. It was not reported if the patient was hospitalized for the event. On an unknown date, pd therapy was discontinued. At the time of this report, the patient has recovered from the event. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date in sep2023. E1: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.